Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that since a month ago their stimulator was not working. They went to use their programmer, and changed out the batteries, but it was still not working to see their setting. It was recommended that they follow up with their healthcare provider to check the device as it was more than 8 years old. It was stated that their healthcare provider had retired, so they were sent a listing of local physicians. There were no patient complications reported as a result of this event.